Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that, per the doctor, some possible e xternal/environmental/patient factors that may have caused or contributed to this is was that this was a cervical case and the doctor had to enter the cervical space at a very steep angle. The issue was resolved by using another lead that was successfully implanted at the same implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that while the doctor was trying to implant the lead, when trying to steer and push the lead up the epidural space, the guide wire kept sliding too far out of the end of the lead to so that doctor couldn¿t steer the lead. The doctor would keep pushing the lead back into the green steer device on the end of the lead but every time the doctor attempted to steer and touch the lead, the guide wire would slide out of the lead far enough that the steering device wouldn¿t work. The cause is unknown, but the issue was resolved. The lead will be returned. The rep noted they would submit any new information that becomes available.